Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter indicated that after the battery was changed, the display on the pump remained blank but the pump was emitting beeps and chirps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/21/2013 with the following findings: investigators were unable to confirm or duplicate 'blank' screen during investigation. The screen was is fully illuminated and fully functional at startup. Observed multiple cs 54 alarms in history following a replace battery alarm. Was able to upload slave processor. There was no defect found.